Manufacturer narrative:
A complaint investigation was conducted for the architect total b-hcg reagent, lot 77139ud00. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with the customer¿s issue. The overall performance of architect total b-hcg reagents in the field was reviewed using data from customers worldwide. The patient median result for the complaint lot is within the established limits and comparable to other lots in the field, confirming no systemic issue for the complaint lot. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency was identified with the architect total b-hcg reagent, lot 77139ud00.

Event description:
The customer observed a false positive architect b-hcg generated on an architect i2000sr analyzer for a female patient. Sid (B)(6). Initial result = 104 iu/ml, repeat result = 1.2 iu/ml. There was no impact to patient management.

Event description:
The customer observed a false positive architect b-hcg generated on an architect i2000sr analyzer for a female patient. Sid (B)(6) initial result = 104 iu/ml, repeat result = 1.2 iu/ml. There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not provided.